Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, and a battery depletion code was emitted. Battery longevity percentages 14% battery remaining. This device was explanted and replaced. No additional adverse patient effects were reported.